Event description:
It was reported that the ultrasonic probe exhibited blood inside the tip. The issue occurred during set-up for an unspecified procedure. There was no patient harm reported.

Manufacturer narrative:
Fields updated: h2, h3, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the ultrasonic probe exhibited blood inside the tip. The issue occurred during set-up for an unspecified procedure. There was no patient harm reported.